Event description:
It was reported that a concentration change from morphine 20 mg/ml to 10 mg/ml was made 2007. The patient was getting 1 mg/day since that time; the hcp wanted to program the equivalent dose of 0.5 mg/day of 10 mg/ml concentration at the next appointment. Per the reporter, the patient did not have any side effects from the misprogrammed dose.

Manufacturer narrative:
.